Event description:
It was reported by the affiliate that during an unknown procedure, the surgeon realized that the device got overheated and decide to change the device to carry out the procedure. No adverse patient consequences.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time. Eval summary - the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. No temperatures issues were noted during testing.